Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The customer has changed the measurement cartridge. Siemens evaluated the data files provided by the customer. There is no evidence to suggest that the sensors in question were not performing as intended. Co-oximetry function was as expected and there were no associated optical errors. On the day of the event, there were no thb drift errors. The aqc results were in the expected ranges. The definitive root-cause for the discordant results is unknown.

Event description:
The customer reported discrepant total hemoglobin results between two rp 500 analyzers. There was no report of injury due to this event.